Event description:
The pt's meter was reading inaccurately high. The pt obtained a low result on her meter the night before so she skipped her nightime insulin (insulin type unk). Instead she took her nighttime dose of insulin the following morning. She also took 1 unit of regular insulin. She did not take any more insulin that day. At 2:00 p.m. She began to feel hypoglycemic. Her fiance tested her with his meter and the result was 50mg/dl. He gave her something to drink and she felt better. At 5:00 p.m. She began to feel hypoglycemic again. She had cold sweats, a high temperature, was unresponsive and disoriented.the reporter tested the pt on the pt's meter and obtained a result of 584 mg/dl. He felt that result was not correct so he tested the pt on his meter and the result was 46 mg/dl. He contacted the paramedics and they obtained a result of 46 mg/dl when they tested her blood glucose 15 minutes later. The pt was given glucose to increase her blood glucose. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. A control solution test was peformed, which passed. Based on the information provided, there is evidence of a meter malfunction, (the pt had a high result at the time of hypoglycemic symptoms, which were confirmed with results of 46 mg/dl on two other meters). There is no evidence of the meter contributing to a serious injury. The pt did not take her insulin as directed, instead she took her nighttime dose of insulin the following day, and she did not test until she was already symptomatic. Also, treatment was not based on the meter result. The pt was immediately tested on another meter. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.